Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 19/oct/2015. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Explanting physician reports "double capsule" and capsular contracture baker grade 3 of the left device. Device has been explanted.